Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a nurse from (B)(6) of peritonitis in a (B)(6) female patient during treatment with physioneal, unspecified product therapy. On (B)(6) 2010, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The patient responded to treatment with ip vancomycin 100 mg and ceftazidime 250 mg ((B)(6) 2010 to (B)(6) 2010). The patient's tenckhoff catheter was blocked after 24 hours, so the patient was given vancomycin 1 gram intravenously (IV) on (B)(6) 2010. On (B)(6) 2010, the patient received vancomycin 2 grams ip to complete treatment. The outcome of the peritonitis was not reported. Physioneal therapy continued. The patient had not experienced peritonitis in the last three years since starting pd. The nurse considered the severity of the peritonitis to be moderate and considered the causality assessment for the peritonitis to physioneal as unknown. Medical history and concomitant medication were not reported.